Manufacturer narrative:
A visual and functional evaluation of the cot was conducted and revealed the cot was functioning as intended and there were no malfunctions that would contribute to the cot tipping. No damage was observed as a result of the alleged incident. It was determined there was no product malfunction and the contributing factor to the incident was a lack of control of the movement of the cot. Sufficient instructions for controlling the movement of the cot ware provided in the IFU to ensure the safe transport of patients. The complainant confirmed the patient was evaluated at the hospital, but no further medical treatment was required.

Event description:
Complainant reported an incident wherein the cot wheel hit a rock while rolling the patient and allegedly tipped over. The crew was able to slow the tip, but the patient alleged their head hit the ground . No visible injuries were noted. The patient alleged they had a headache. No medical intervention was required at the time of the incident and no additional details have been provided.

Event description:
Complainant reported an incident wherein the cot wheel hit a rock while rolling the patient and allegedly tipped over. The crew was able to slow the tip, but the patient alleged their head hit the ground . No visible injuries were noted. The patient alleged they had a headache. No medical intervention was required at the time of the incident and no additional details have been provided.